Manufacturer narrative:
(B)(4). The device was manufactured july 14, 2014 - july 15, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted that a segment of the tubing was malformed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had malformed tubing. The location of the damage was approximately 10 cm from the luer adaptor. This was noticed after filling with an unknown drug and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.